Event description:
It was reported that during a follow up in clinic, inadequate capture and high pacing impedance were noted on the right ventricular (rv) lead. Abbott technical support was contacted and the rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing threshold and high pacing lead impedance were not confirmed. As received, a complete lead was returned in three pieces. Lead impedance testing could not be performed due to received with procedural damage to the lead. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.